Manufacturer narrative:
The reported issue of the restart button not working was confirmed during the investigation. Troubleshooting identified the button had higher contact resistance than the design required, measuring greater than 100 ohms. Further disassembly inspection found the presence of contamination under and on the restart button of the keypad assembly with no signs of fluid ingression occurring. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no report of patient involvement.

Event description:
The customer reported that they have an 8100 lvp keypad that has failed while displaying restart button not working. Date code: 17/06. Lot: 056392. This keypad has been replaced within the last 6 months. There was no report of patient involvement.